Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the submission of a revision usage sheet that the patient's right knee was revised. A triathlon 2x14 ps insert was implanted. Update: "dr stated the pt had some instability & therefore went from a #2/13mm ps insert to a 14mm ps insert. No retrievals were available. I don¿t have a previous date of surgery. All other components were ok".